Event description:
It was reported during the sensor implant procedure, the patient experienced monomorphic ventricular tachycardic arrhythmia and was administered adenosine 5` triphosphate, which accelerated the arrhythmia to polymorphic ventricular tachycardia causing the patient to receive shock from their ICD. Reportedly, the shock cardioverted the patient into a paced rhythm. The procedure was successfully completed and the issue has resolved.